Manufacturer narrative:
Additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event which was reported at first is considered to be resolved by replacing the battery trays. The voltage in the battery trays seemed to drop because they were stored for one month without being charged.

Manufacturer narrative:
H2: b5 should not have been re-reported in regulatory report 3006544299-2020-00268. No additional information was noted at the time of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: (B)(4), ubd: 30-jun-2020, UDI#: (B)(4). This event took place in (B)(6). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when an attempt was made to turn on the power to use the system during the procedure, the leftmost battery indicator of the image acquisition system (ias) lit up in red and the ias was not powered on. Use of the system was discontinued and the procedure was continued after using a different imaging system instead. There was no reported delay to the procedure. There was no reported impact to the patient.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when an attempt was made to turn on the power to use the system during the procedure, the leftmost battery indicator of the image acquisition system (ias) lit up in red and the ias was not powered on. Use of the system was discontinued and the procedure was continued after using a different imaging system instead. There was no reported delay to the procedure. There was no reported impact to the patient. It was reported that the event which was reported at first is considered to be resolved by replacing the battery trays. The voltage in the battery trays seemed to drop because they were stored for one month without being charged.

Manufacturer narrative:
H2: pn: bi71000162 lot number: rev. 4 : s/n n/a. H3: the device was returned and they were able to confirm the reported issue. They were bench tested and failed and it was noted that the battery would not hold a charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned battery tray was analyzed. The reported complaint was confirmed. The four pack battery tray failed bench test. All batteries measured between 4-6 vdc. Batteries were losing charge and reaching the end of their lifespan. Previously submitted codes 10, 120 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d11 updated. Continuation of d11) pn: bi71000162; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2020 mpxr-738946 (rep, hcp, for) medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when an attempt was made to turn on the power to use the system during the procedure, the leftmost battery indicator of the image acquisition system (ias) lit up in red and the ias was not powered on. Use of the system was discontinued and the procedure was continued after using a different imaging system instead. There was no reported delay to the procedure. There was no reported impact to the patient. (B)(6)2020 e1 (rep, for): it was reported that the event which was reported at first is considered to be resolved by replacing the battery trays. The voltage in the battery trays seemed to drop because they were stored for one month without being charged.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the batteries were required to be replaced. Once the batteries were replaced, the imaging system then passed the system checkout and was found to be fully functional. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163 , lot #: rev. 5 : s/n(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.